Event description:
It was reported that a spectrum pump displayed blank screen occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a blank screen was reproduced at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation utilized a known working unit and found that the processor printed circuit board (pcb), input/output (I/o) pcb and display connector had fluid intrusion. Evaluation determined the cause was fluid intrusion of the processor pcb, I/o pcb and display connector . The processor pcb, I/o pcb and display required replacement. Should additional relevant information become available, a supplemental report will be submitted.